Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. The kit is the 1176194 ancillary adult convenience kit. Haiou medical is the manufacturer of the syringe. Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the syringe. We have notified (B)(6) who will pass along this information to haiou medical, the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
Customer reported multiple incidents with bent needles and inappropriately retracting needles. Mckesson did not receive any information regarding direct patient injury as a result of the malfunction.